Event description:
The customer reported the act 10 instrument generated erroneous low rbc = 2.31 and plt =139 results for one patient sample. The same sample was run on another act 10 instrument where rbc was 5.52 and plt = 267. Erroneous results were not reported outside the lab. The customer stopped using the act 10 instrument after the sample in question was flagged low. Subsequent samples were run on their other act 10 instrument where results were considered correct. Instrument printouts have been requested but not provided so it is unknown what instrument generated flags may have been generated. There was no death, injury or change to patient treatment as a result of this event. The field service engineer (fse) contacted the customer and was informed they were able resolve the problem by cleaning the baths with bleach where they found and removed a clog. The fse did not go on-site. Based on information provided the root cause can be attributed to a clog. Per labeling, clean the baths bleaching removes any clog or debris that restricts proper sample flow. Occasionally, you must do this procedure for troubleshooting. Rbc, plt incorrect dilution problem. Aspiration problem. Aperture sampling problem. Air in diluent, possible leak. Air in aspiration path after sample delivered to wbc bath, causing aspiration problems for rbc aspiration. Rbc dilution aspirates fluid from wbc bath after initial delivery and mix. If level in bath is too low, or probe barely reaches level, results are low. Partial plug or leak in aperture area, red tube from rear of bath to vacuum isolator chamber (vic), lv16, or tubing port on vic. A severe blockage or leak could cause an aperture alert.